Event description:
A malfunction alarm, referred to as alarm 2, was reported by the customer, who experienced an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or register ¿high¿ on the cgm. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin delivery, despite experiencing recurring occlusion issues. The customer declined additional assistance, and technical support closed the case.